Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was testing in settings mode when attempting to obtain a blood glucose result. The complaint was classified based on the customer care advocate (cca). The patient was unable to recall when the alleged meter issue first began. The patient manages her diabetes with insulin (no adjustments) ¿humulin 20 units in the morning and 15 units in the evening¿ and made no change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began, she developed the symptoms of ¿dizzy and nausea¿. The patient stated that on an unspecified time she was treated by an hcp with humulin insulin (no dosage provided). At the time of troubleshooting the cca noted that it was not the first time the meter was being used. After waking the patient through a test, the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute high blood glucose excursion after being unable to obtain a blood glucose result from the subject meter.